Event description:
The end user stated the motor on his power chair is making a snapping noise. The end user documented the chair previously suddenly stopping. The batteries on this chair are depleting faster than normal also.